Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not alarm no delivery alarms when the device was not delivering insulin. Customer's blood glucose was 160 mg/dl. Customer resolved the issue with an infusion set change. Customer reported there was smell of insulin in the reservoir compartment. Customer was advised a tubing clamp will be sent. Customer will not be returning the device for analysis.